Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 11 mg/dl, which was treated with glucose tablets. The customer stated that she had had a very busy day leading up to the admission. She declined troubleshooting assistance for the matter, advising that she had been discharged from the hospital already and felt fine. The most recent blood glucose reading was 214 mg/dl. She reported that the insulin pump alarmed battery out limit after a battery change. She was assisted with clearing the alarm and the programming on the device was not affected. She was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.